Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the left anterior descending (lad) artery. After a 3cm .014 ht whisper guidewire (gw) was advanced to the lesion, a nc trek balloon dilatation catheter(bdc) was attempted to be advanced over the gw; however, the gw was noted to be sticky [resistance during advancement] and subsequently the coating was noted to be peeled. Therefore, the whisper gw was replaced with a non-abbott gw and the same bdc was traversed over the new gw successfully, and the procedure was completed. There were no adverse patient effects nor clinical delay. No additional information weas provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported peeled/delaminated polymer coating was not confirmed. The reported difficult to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances of the procedure. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined to the reported difficult to advance and the reported peeled/delaminated appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.